Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, no patient involvement and no adverse consequences reported.